Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("abnormal bleeding /abnormal bleeding (general)") in a 30-year-old female patient who had essure (batch no. A57121) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included alcohol use, caffeine consumption, smoker (everyday), tonsillectomy and dental operation. Previously administered products included for an unreported indication: penicillin. Concurrent conditions included uterine bleeding, ovarian cyst and body mass index normal. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), weight fluctuation ("weight fluctuation"), alopecia ("hair loss / hair loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), hormone level abnormal ("hormonal changes"), fungal infection ("yeast infection"), fatigue ("fatigue / fatigue"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), rash ("rashes / rashes or skin conditions"), vaginal discharge ("vaginal discharge / vaginal discharge") and allergy to metals ("allergic or hypersensitivity reaction : nickel allergy"). On (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"). On (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2017, the patient experienced visual impairment ("vision/eye problems"). On an unknown date, the patient experienced weight increased ("weight gain"), weight decreased ("weight loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), swelling ("swelling"), menorrhagia ("menorrhagia"), abdominal pain lower ("severe lower abdominal pain / severe cramping / lower abdominal") and back pain ("severe back pain"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, female sexual dysfunction, weight fluctuation, weight increased, weight decreased, alopecia, tooth disorder, dysgeusia, dental caries, gastrointestinal disorder, hormone level abnormal, fungal infection, swelling, fatigue, dyspareunia, menorrhagia, dysmenorrhoea, abdominal pain lower, back pain, rash, vaginal discharge and allergy to metals outcome was unknown, the visual impairment had not resolved and the procedural pain had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, dental caries, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, procedural pain, rash, swelling, tooth disorder, vaginal discharge, visual impairment, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: following the implant she began experiencing symptoms. Since having the surgery, her symptoms are mostly resolved. Hysteroscopy sterilization, permanent implantable contraceptive intratubal occlusion device and deliver system preformed, the left tubal ostia was cannulated with deployment of tolerated procedure well. 3 coils and right tubal ostia with 3 coils. Most injuries/symptoms resolved following removal of essure device. Current weight: 110.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: full occlusion of fallopian tubes. Pregnancy test - on (B)(6) 2013: negative . ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, dyspareunia, vaginal discharge, abnormal bleeding (genital haemmoraghe). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("abnormal bleeding /abnormal bleeding (general)") in a 30-year-old female patient who had essure (batch no. A57121) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included alcohol use, caffeine consumption, smoker (everyday), tonsillectomy, dental operation, appendicitis and appendectomy. Previously administered products included for birth control: nuvaring in 2008; for an unreported indication: penicillin. Concurrent conditions included uterine bleeding, ovarian cyst and body mass index normal. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2013 to (B)(6) 2013 for contraception. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), weight fluctuation ("weight fluctuation"), alopecia ("hair loss / hair loss"), irritable bowel syndrome ("gastrointestinal or digestive system condition - type: irritable bowel syndrome(ibs)"), mood swings ("hormonal changes - describe: mood swings"), fungal skin infection ("yeast infection on leg"), fatigue ("fatigue / fatigue"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), eczema ("rashes / rashes or skin conditions - type: eczema"), vaginal discharge ("vaginal discharge / vaginal discharge") and allergy to metals ("allergic or hypersensitivity reaction : nickel allergy"). On (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"). On (B)(6) 2017, the patient experienced visual impairment ("vision/eye problems"). On an unknown date, the patient experienced weight increased ("weight gain"), weight decreased ("weight loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), swelling ("swelling"), menorrhagia ("menorrhagia"), abdominal pain lower ("severe lower abdominal pain / severe cramping / lower abdominal pain"), back pain ("severe back pain") and myopia ("vision/eye problems - type: myopia (nearsighted)"). On an unknown date, the patient experienced tooth disorder ("dental problems"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain lower was resolving, the genital haemorrhage, female sexual dysfunction, weight fluctuation, weight increased, weight decreased, alopecia, tooth disorder, dysgeusia, dental caries, irritable bowel syndrome, mood swings, fungal skin infection, swelling, fatigue, dyspareunia, menorrhagia, dysmenorrhoea, back pain, eczema, vaginal discharge, allergy to metals and myopia outcome was unknown, the visual impairment had not resolved and the procedural pain had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, dental caries, dysgeusia, dysmenorrhoea, dyspareunia, eczema, fatigue, female sexual dysfunction, fungal skin infection, genital haemorrhage, irritable bowel syndrome, menorrhagia, mood swings, myopia, pelvic pain, procedural pain, swelling, tooth disorder, vaginal discharge, visual impairment, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: following the implant she began experiencing symptoms. Since having the surgery, her symptoms are mostly resolved. Hysteroscopy sterilization, permanent implantable contraceptive intratubal occlusion device and deliver system preformed, the left tubal ostia was cannulated with deployment of tolerated procedure well. 3 coils and right tubal ostia with 3 coils. Most injuries/symptoms resolved following removal of essure device. Current weight: 110.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: full occlusion of fallopian tubes. Pregnancy test - on (B)(6) 2013: negative. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, dyspareunia, vaginal discharge, abnormal bleeding (genital haemmoraghe). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2018: pfs received: events: event: irritable bowel syndrome, mood swings, myopia were added, eczema. Event outcome updated. Historical and concomitant drugs added. Historical condition added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse"), menorrhagia ("menorrhagia"), dysmenorrhoea ("severe menstrual pain"), abdominal pain lower ("severe lower abdominal pain / severe cramping"), back pain ("severe back pain"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), rash ("rashes"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), dental caries ("tooth decay"), swelling ("swelling") and weight fluctuation ("weight fluctuation"). The patient was treated with surgery (total hysterectomy and salpingectomy on (B)(6) 2015). On (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, menorrhagia, dysmenorrhoea, abdominal pain lower, back pain, alopecia, dysgeusia, rash, vaginal discharge, fatigue, dental caries, swelling, weight fluctuation and procedural pain outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, dyspareunia, menorrhagia, dysmenorrhoea, abdominal pain lower, back pain, alopecia, dysgeusia, rash, vaginal discharge, fatigue, dental caries, swelling, weight fluctuation and procedural pain to be related to essure. The reporter commented: following the implant she began experiencing symptoms. Since having the surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2013: hysterosalpingogram result was full occlusion of fallopian tubes. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and began experiencing severe pelvic pain and abnormal bleeding (interpreted as genital bleeding). She underwent total hysterectomy and salpingectomy approximately 2.5 years after insertion. These events are anticipated in the reference safety information for essure. Pelvic pain and genital bleeding in women may have multiple causes. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. Given the nature of the reported events, compatible temporal relationship, and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. A57121) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included alcohol use, caffeine consumption, smoker (everyday), tonsillectomy and dental operation. Previously administered products included for an unreported indication: penicillin. Concurrent conditions included uterine bleeding and ovarian cyst. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 2 years 6 months after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse"), menorrhagia ("menorrhagia"), dysmenorrhoea ("severe menstrual pain"), abdominal pain lower ("severe lower abdominal pain / severe cramping"), back pain ("severe back pain"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), rash ("rashes"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), dental caries ("tooth decay"), swelling ("swelling") and weight fluctuation ("weight fluctuation"). The patient was treated with surgery (possible bilateral oophorectomy, total abdominal hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, menorrhagia, dysmenorrhoea, abdominal pain lower, back pain, alopecia, dysgeusia, rash, vaginal discharge, fatigue, dental caries, swelling and weight fluctuation outcome was unknown and the procedural pain had resolved. The reporter considered abdominal pain lower, alopecia, back pain, dental caries, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, procedural pain, rash, swelling, vaginal discharge and weight fluctuation to be related to essure. The reporter commented: following the implant she began experiencing symptoms. Since having the surgery, her symptoms are mostly resolved. Hysteroscopy sterilization, permanent implantable contraceptive intratubal occlusion device and deliver system preformed, the left tubal ostia was cannulated with deployment of tolerated procedure well. 3 coils and right tubal ostia with 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: full occlusion of fallopian tubes. Pregnancy test - on (B)(6) 2013: negative. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, dyspareunia, vaginal discharge, abnormal bleeding (genital hemorrhage). Most recent follow-up information incorporated above includes: on 27-feb-2018: reporter information was updated. Her historical condition was added. Essure indication was amended. Essure lot number: a57121 was added. On 27-feb-2018: non significant clinical information. Follow up 2 and 3 process together. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("abnormal bleeding /abnormal bleeding (general)") in a 30-year-old female patient who had essure (batch no. A57121) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included alcohol use, caffeine consumption, smoker (everyday), tonsillectomy and dental operation. Previously administered products included for an unreported indication: penicillin. Concurrent conditions included uterine bleeding, ovarian cyst and body mass index normal. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), weight fluctuation ("weight fluctuation"), alopecia ("hair loss / hair loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), hormone level abnormal ("hormonal changes"), fungal infection ("yeast infection"), fatigue ("fatigue / fatigue"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), rash ("rashes / rashes or skin conditions"), vaginal discharge ("vaginal discharge / vaginal discharge") and allergy to metals ("allergic or hypersensitivity reaction : nickel allergy"). On (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"). On (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2017, the patient experienced visual impairment ("vision/eye problems"). On an unknown date, the patient experienced weight increased ("weight gain"), weight decreased ("weight loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), swelling ("swelling"), menorrhagia ("menorrhagia"), abdominal pain lower ("severe lower abdominal pain / severe cramping / lower abdominal") and back pain ("severe back pain"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, female sexual dysfunction, weight fluctuation, weight increased, weight decreased, alopecia, tooth disorder, dysgeusia, dental caries, gastrointestinal disorder, hormone level abnormal, fungal infection, swelling, fatigue, dyspareunia, menorrhagia, dysmenorrhoea, abdominal pain lower, back pain, rash, vaginal discharge and allergy to metals outcome was unknown, the visual impairment had not resolved and the procedural pain had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, dental caries, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, procedural pain, rash, swelling, tooth disorder, vaginal discharge, visual impairment, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: following the implant she began experiencing symptoms. Since having the surgery, her symptoms are mostly resolved. Hysteroscopy sterilization, permanent implantable contraceptive intratubal occlusion device and deliver system preformed, the left tubal ostia was cannulated with deployment of tolerated procedure well. 3 coils and right tubal ostia with 3 coils. Most injuries/symptoms resolved following removal of essure device. Current weight: 110.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: full occlusion of fallopian tubes. Pregnancy test - on (B)(6) 2013: negative. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, dyspareunia, vaginal discharge, abnormal bleeding (genital haemorrhage). Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "apareunia (inability to have sexual intercourse), dental problems, gastrointestinal or digestive system condition, hormonal changes, yeast infection, allergic or hypersensitivity reaction : nickel allergy, vision/eye problems, weight gain", reporter, lot number added from pfs. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 1-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and began experiencing severe pelvic pain and abnormal bleeding (interpreted as genital bleeding). She underwent total hysterectomy and salpingectomy approximately 2.5 years after insertion. These events are anticipated in the reference safety information for essure. Pelvic pain and genital bleeding in women may have multiple causes. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. Given the nature of the reported events, compatible temporal relationship, and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.